Manufacturer narrative:
The reported issue was confirmed. The root cause was not able to be isolated as the reported issue was unconfirmed. The device was evaluated, and the reported issue was not duplicated during testing. No repairs made. It was noted that the device was unable to fill as the fill tube was clogged. Fill tube replaced. Device underwent functional verification, ctu calibration, est and passed all applicable tests. The device history record review was not required as event was not an out of box failure and therefore is not manufacturing related. The labeling review was not required as the reported event was unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device had black screen during the use. Per follow up information received via email on 01aug2023, they confirmed device was sent for evaluation. They done repair with filling tube replaced and tests done: fv ¿ ctu calibration ¿ est. No patient impact and no medical intervention required. Per sample evaluation results on 18aug2023, it was reported that the device was unable to fill as the fill tube was clogged .

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had black screen during the use.